Manufacturer narrative:
According to the field, the rv lead was disposed of at the hospital and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, a physician experienced difficulty accessing this patient¿s anatomy when attempting to implant this right ventricular (rv) lead. The rv lead inadvertently perforated and entered the patient¿s artery. The patient then experienced a pneumothorax so the rv lead was removed and the procedure was stopped. The rv lead was never in service and no additional adverse patient effects were reported.